Event description:
Examination and palpation of the pump on (B)(6) 2013 revealed the pump was flipping in the pocket, and a pump inversion was reported. The pump was re-anchored on (B)(6) 2013. Etiology noted relation to the device or therapy, and no relation to the implant procedure. The event resolved without sequelae on (B)(6) 2013. The medications infused were dilaudid, bupivacaine, and baclofen.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8781, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion is no longer applicable.

Event description:
This event was also reported under manufacturer report #3004209178-2013-11850 [additional information received reported the patient's pump was reportedly revised on (B)(6) 2013 and the patient still had post-op pain at her last appointment on (B)(6) 2013. No further information was provided]. Any additional information received will be reported under this manufacturer report number (#3004209178-2013-17194) additional information received reported the examination on (B)(6) 2013 noted the pump was flipping in the pocket, thus the pump inversion reoccurred (refer to manufacturer report #3004209178-2013-11850 for the first occurrence). It was confirmed the event was noted as resolved for the second inversion following the re-anchoring.